Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected.

Event description:
On (B)(6) 2017, a customer site in (B)(6) reported an unexpected (B)(6) antibody identification test, when tested on (B)(6) 2017.